Manufacturer narrative:
A partial lead with the connector portion measuring 11.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the or for normal device replacement due to eol. During the procedure the physician was unable to get the wrench to engage in the rv pace/sense portion of the header. Ultimately the pin was damaged and a new lead was placed. Because the vein was occluded the physician was unable to place the new lead. Instead the physician decided to cap the lead and implanted the new system on the patient¿s right side without adverse event and the procedure concluded successfully. The patient was stable before, during, and after the procedure and will continue to be monitored.